Event description:
The customer reported stimulator does not pass the operational test. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported stimulator does not pass the operational test. There was no reported adverse patient impact. This complaint is till being investigated. A follow-up report will be submitted upon completion of the investigation.